Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: received one jugular denali filter system. The storage tube and delivery catheter were attached to the introducer sheath. The sheath was returned kinked just distal to the hub. The pusher catheter was kinked approximately 29.2cm from the proximal end of the handle due to damage during the packaging for return. The pusher hook was bent and twisted, likely as a result of excessive forced used in an attempt to deploy the filter. The tuohy-borst was returned loose. However, the facility reported that they don't believe the tuohy-borst was loosened prior to the attempted advancement. Functional/performance evaluation: the introducer sheath was cut at the hub in order to deploy the filter from the storage tube. The filter advanced from the storage tube, through the hub without issues. The filter contained all 6 arms and 6 legs. Skiving was found inside the storage tube. There were no crossed limbs. No other anomalies were identified. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: based upon the returned sample condition, the complaint investigation is confirmed for the filter failing to advance through the storage tube. Per the reported event details, the facility believes they did not loosen the tuohy-borst prior to attempting to advance the filter from the storage tube. Per the IFU, "loosen the proximal end of the tuohy-borst adapter and advance the filter by moving the pusher forward through the introducer sheath." Therefore, the reported advancement issues are likely user related. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced from the storage tube. The filter system was exchanged for another that was deployed successfully. There was no reported patient injury.